Event description:
On (B)(6) 2009 pt states that there was condensation around his insulin cartridge while inside the infusion device. He states there are no leaks of insulin, just a little moisture around the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin device will not be returned.

Manufacturer narrative:
No product will be returned for evaluation.